Event description:
It was reported that during use with bd vacutainer® 9nc 0.129m plus blood collection tubes the tubes underfilled. This occurred on 5 separate occasions, however, the date and patient impact were not reported. The following information was provided by the initial reporter: the tube doesn't get filled properly.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® 9nc 0.129m plus blood collection tubes the tubes underfilled. This occurred on 5 separate occasions, however, the date and patient impact were not reported. The following information was provided by the initial reporter: the tube doesn't get filled properly.